Manufacturer narrative:
G4: 11jun2020. B4: 12jun2020. The service technician confirmed there was no part replaced as the quote was rejected by customer, the battery was disconnected and reconnected by users, and the system was reported to have become functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 21apr2020. B4: 22apr2020. The customer reported a malfunction with the device, the customer indicated the unit does not switch on any more, power light emitting diode (led) indicator is present. The customer has disconnected and reconnected the battery and the unit did restart. The remote service technician did provide an onsite quote for the replacement of the power management board. Pending repair of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported the unit suddenly shut down when on battery. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.